Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set; further described as ¿the transfer set dark blue tip disconnected from transfer set." This was observed when disconnecting from the cycler tubing after peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D1: brand name: replace minicap transfer set with minicap. D3: device manufacturer name: replace baxter healthcare corporation with baxter international inc. D4: unique identifier (UDI) #: replace ni with (B)(4); d4: the lot number is unknown, therefore, only a primary di number could be provided. G4: combination product: add no (previously blank). H11: the device was received for evaluation. A visual inspection with the naked eye noted a separation between the dark blue female connector and the light blue main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.